Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician punctured the mass at 1st session. After 1st session, nurse tried to put the stylet into the needle to collect the tissue, but the stylet couldn¿t be move at all. The physician changed the needle at same patient. But the 2nd needle was the same. He finally replaced the 3rd needle, and the case finished successfully. The 2-malfunctioning needle was the same lot number (c2152153). Patient outcome: ni patient/event info - notes: 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas 2. Please describe the size of the intended target site. 1.5cm 3. If not with the device in question, how was the procedure performed and/or finished? The physician used 2 same lot number needles previously. Finally, he replaced another lot number of product and case finished successfully. 4. Was the device damaged in packaging before removal? Nurse already checked. 9. What is the endoscope manufacturer and model number that was used? Olympus, gf-uct-260 10. Was the scope recently serviced / repaired? Yes 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Finishing the 1st and 2nd session. (The time when the stylet put into the needle.) 13. Was the syringe used during the procedure, after the stylet was removed? Yes 20. How many samples were obtained with this needle? No samples were obtained with these 2 needles.